Manufacturer narrative:
Lumenis investigated the event report contacting the user facility to request relevant patient information, treatment settings, patient photographs, sun exposure and patient preexisting conditions. However; lumenis only received patient photographs and unconfirmed treatment settings. Despite reasonable attempts by phone and email (5x), no additional information was provided. Lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment. A lumenis technical expert examined the subject device and completed performance tests of all specifications concluding the device operated to manufacturer's specifications. No device malfunction was reported or observed. Device malfunction is not the suspected cause of the event. A lumenis healthcare professional also made reasonable attempts to speak with the user facilities physician, but was unable to gather any additional information. The healthcare professional concluded by stating "this event cannot be explained without further details. There is a very dark coloration still present, and I cannot be sure until the physician sends me the incident form and contacts me regarding the treatment." Lumenis is filing this MDR because insufficient information was provided by the initial reporter with which to determine a possible root cause and seriousness of the reported event. Should additional information be provided, lumenis will file a follow-up MDR.

Event description:
A user facility reported that one (1) patient sustained second degree burns to the right cheek area following resurfx treatment with a lumenis m22 laser. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.